Event description:
The hcp reported the pt presented with constipation, increased abdominal distention, increased agitatin. Anorexia, and a low grade fever. Pt was diagnosed with baclofen withdrawal in 2002. 2 days later 2002, the pump was revised. The pt is reported to have recovered without sequela.